Event description:
I am a (B)(6) mom and wife and was very athletic in my high school years with volleyball, gymnastics, cheerleading and ski club. In the winter of 2007 I had slipped on ice and in my business parking lot and fell on my right knee and rolled and popped right up. I did not feel any aches or pains. In (B)(6) 2008, I started experiencing right hip and groin pain and clicking sound when walking. My family practice provider ordered an MRI on (B)(6) 2008 of the pelvis and hip and found some mild arthritis involving the anterior/superior aspect of the hip. He sent me to an orthopedist, dr. (B)(6) which did a fluoroscopic guided hip injection. The injection lasted about 3 days. I went for a second opinion to dr. (B)(6) and he ordered another MRI arthrogram for concerns for a labral tear and did a diagnostic hip joint injection which was good for about 3 days on (B)(6) 2008. The MRI arthrogram was done on (B)(6) 2008, which the impressions were consistent with an acetabular labral tear. Dr. (B)(6) sent me to see dr. (B)(6) who does arthroscopic repairs. My surgery was done (B)(6) 2009. At one of my f/u appointments (B)(6) 2009 I let dr. (B)(6) know I was unhappy with my level of symptoms. I was still experiencing groin pain, trouble walking and standing for long periods. I requested an MRI to be done but he refused to do so and stated "if we find something then we would need to fix it!" He did not know why I still had these symptoms and put me on an anti-inflammatory and wanted me to get another opinion with one of his colleagues. I did not like that idea. After seeing my family practice provider again he ordered another MRI and found that there could be another labral tear of the same site. I was referred to another orthopaedic provider, dr. (B)(6). He had performed the second labral tear in 9 months and while taking pictures during surgery she had found that I had bone on bone. He feels this could have been the cause the entire time. Nothing was showing up on the numerous MRI's that I had . These pictures were very crucial. I did a few months physical therapy with no relief. He sent me to see one of his colleagues, dr. (B)(6) that agreed to do a thr. I had that done on (B)(6) 2010. For the first few months after surgery I was not able to lay flat in bed due to the pain so I had to sleep in a recliner upright, which was not much better. Eventually I was able to sleep in my bed although experienced a lot of discomfort. I have complained to my surgeon at each of my f/u visits that I continue to have grinding and popping (which was what I experienced prior to the thr) and he states this is from the ligaments and tendons moving around and scar tissue and the x-rays are normal. Everything is fine. I also have a lot of burning sensation starting at the hip incision sight running along my thigh to my knee at times. This he claims is bursitis and recommends another injection which only lasted a few days the first time I had one. So I refuse to have anymore injections. At my last appointment with my surgeon (B)(6) 2011, I told him the issues that I am still experiencing and he states that his pts my age that he has done surgery on over a year, they are out running marathons and are like brand new. He is not sure why I still have symptoms. These are the following issues I have been experiencing since the thr on (B)(6) 2010: periodically, depending on how long I have been sitting I get an annoying aching sensation in my groin and when transitioning from the sitting position to standing takes a few minutes to get moving. I am a right sided sleeper and when I try to sleep on this side, 14 months after the thr, it still is painful to lay directly on it and feels like I am laying on a rock. I have to position myself to lay a bit more forward than normal. While sitting it also feels as though I have shoved a rock under my hip. I have a lump at the incision area about two inches long and an inch wide. Very sore to touch. Doctor states this is normal. Getting in and out of the car is a nightmare. Feels it is going to dislocate. If there was ever an emergency, I would not be able to get out of wherever in a hurry. I am unable to do a fast walk for fear of the hip will dislocate. As it often feels this way. To go up and down stairs, I am ok going down but to go up it is a struggle and somewhat painful. I have recently been diagnosed with tinnitus. I have had an annoying ringing in my ears for several months now. I was given antibiotics with no results and was then sent to an ent who tested my hearing which turned out fine and then ordered an MRI of my head and ears to be sure nothing was hiding. It came back normal. This is quite annoying and doesn't seem to be anything to do about it. Last night, while lying in bed, I had this sharp like needle pain shooting right through the hip area. Like where the joint of the hip and socket is. This happened twice. Just a split second but enough to get one's attention. From my hip to my knee the thigh is very tender almost like it is very bruised, you would think after 14 months now it would feel normal like I never had the thr. Sometimes I wish I didn't. At times I am still waking in the night from moving the wrong way and waking me up while taking ambien. I have been taking antidepressants and sleeping pills for about 3 years now, since the pain started. My life will never be the same, I am afraid. The quality of my life is definitely not what I expected after having the thr. I was expecting to be pain free and be able to walk again without limping and not feeling like the hip is going to dislocate at anytime. I have to take each step with caution and stop to think about what I am doing and the movement I am making whether it is bending, leaning, sitting or turning for fear of popping out. I have read about the horror stories of all the dislocations that are happening not only once with a pt but two and three times. I hope I don't experience it. It scares me. I have the depuy pinnacle and am not happy with it at all and I wonder why the FDA has not recalled all the pinnacles.